Event description:
It was reported the customer had a no delivery alarm during a manual prime. Customer stated their insulin pump would stop priming at 2.7 units. The customer's blood glucose was 223 mg/dl. Troubleshooting found insulin was able to exit with a push plunger. However, the insulin pump alarmed no delivery with a manual prime. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.